Manufacturer narrative:
Depuy warsaw research science examined the submitted device and confirmed anticipated wear. The device history records were reviewed and no manufacturing deviation, material defects, or anomalies were found. Stereomicroscopy examination of the insert was performed and revealed discoloration of the polyethylene. No delamination or pitting was observed. The non-articulating side of the insert retained its original machining marks. Measurements showed no polyethylene loss due to wear. Based on these observations, there is no evidence to suggest polyethylene oxidation. The investigation did not find any evidence of product failure or product contribution to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.